Event description:
Reporter alleged obtaining a result of 17.4 mmol/l on one compact plus system compared back to back with a result of 7.8 mmol/l on an unknown compact plus system when testing was performed within 10 minutes. Reporter also alleged that hours later, she obtained a result of 15.9 mmol/l on one compact plus system compared back to back with a result of 7.8 mmol/l on an unknown compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1. The customer did not have the information for the other, unknown compact plus system used.